Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed out-of-range (oor) shock impedances that were detected via the patient¿s remote home monitoring system. All other measurements were stable and no oversensing was observed. The field representative discussed the probability of electromagnetic interference (emi) or lead issue. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that a revision procedure was performed due to an alleged rv lead dislodgement associated with increased threshold, low r-wave amplitude and a slight decrease in impedance measurements. The rv lead was explanted and successfully replaced.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed that the complete lead was returned with body fluid noted in the helix housing. The tip and helix appear intact and no discernible setscrew marks were noted. Product analysis could not confirm the allegation of an rv lead dislodgment. The lead passed electrical testing and the lead tip and helix have no visible signs of damaged which could lead to dislodgment. Furthermore, analysis observed that the lead was non-clinically out of specification as induced in the field during explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.